Manufacturer narrative:
The customer is conducting an investigation as follow-up to a procedure where discoloration of the patient's skin was observed. The reported discoloration was temporary; no medical treatment was sought or administered. Steris understands the hospital is reviewing all their pre-procedural standard operating procedures, including their techniques for skin preparation. The customer contacted steris asking that we perform an evaluation of the lights in an attempt to rule out the lights as the root cause of the reported skin discoloration. A steris service technician arrived onsite to inspect the facility's surgical lights. The technician tested the control and operation of the lights; he also tested the intensity levels (power outputs) of the lights; no issues were identified, and no repairs were made. The lights were confirmed to be operating according to specification. The customer reviewed and made modifications to their clinical practices. No additional issues have occurred since these modifications were made.

Event description:
The user facility contacted steris requesting functional testing of their harmonyair m-series surgical lights.